Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4; b5; g4; g7; h1; h2; h3; h6. Reported event was confirmed by review of medical records. Device history record (DHR) review identified no deviations or anomalies during manufacturing related to the reported event. Medical records were provided and reviewed by a health care professional. Review of the available records identified the patient was experiencing pain and swelling at the post-operative follow-up on (B)(6) 2019, and lucencies around the femoral and tibial components were identified on x-rays. Review of the operative notes from the revision surgery on (B)(6) 2019, identified the tibial component had subsided and was grossly loose. No significant findings were identified in the femur. The complaint is confirmed by the medical records review. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: associated products : item#:42532007502; tibia cemented 5 degree stemmed right size f lot#:63479367. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as its location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 3007963827-2019-00050.

Event description:
Initial right total knee arthroplasty performed and patient was revised on approximately two years later due to pain, difficulty ambulating, and tibial/femoral component loosening. It was confirmed that lot number of the bone cement used during the initial procedure had been recalled. During the revision, it was noted that the tibial component had subsided with sclerotic bone and fibrous tissue under the implant. The tibial and femoral components were grossly loose and exchanged without complication.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.

Event description:
No further event information available at the time of this report.